Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2021 via merlin.net transmission. The transmissions showed that the patient's pacemaker had inappropriate automatic mode switch (ams) episodes that were triggered due to far r wave oversensing. Programming changes were recommended but were not performed at this time. The patient was in stable condition..